Manufacturer narrative:
Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - (B)(6). Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device packaging was checked, and with correct product opening and correct product handling. When retracting the system (anchor to the vessel wall), bleeding occurred despite a correct advancement of the green tube. Hemostasis was not achieved, despite a prolonged holding of the green tube; up to 30 seconds. The customer removed the tube, and the fiber was cut off, followed by manual compression and a femostop. A pressure bandage was applied for 4 - 6 hours. The procedure performed was a percutaneous transluminal coronary angioplasty. The procedural sheath used was a 6fr. It was a right femoral artery puncture. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was not performed. Bleeding occurred out of the procedure room. The patient was reported to be in stable condition. The patient was hospitalized due to the event. Blood loss was reported to be less than 250cc. The facility used the guide wire inside the angio-seal package; however there were no other devices or equipment being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update if the device was evaluated by MFR, and to provide the completed investigation results. Results - 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the returned unused sample. Conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. One unused 6 fr angio-seal sts plus device was returned for evaluation. The device was returned in the sealed header bag with all of the accessory components. All of the accessory components were removed from the packaging and examined. Visual inspection revealed that there were no visual anomalies noted with any of the accessory components. The poly-foil pouch was opened carefully and the device was examined. No visual anomalies were noted. Functional testing was conducted. The hemostasis sheath was mated with arteriotomy locator. The locator was then removed from the hemostasis sheath and the carrier tube assembly was inserted. When the device cap was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal end of the hemostasis sheath as can be seen in the attached pictures. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Then, the digital force was applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. Dimensional testing was conducted. The overall length and width of the anchor were measured and found to be 0.405" and 0.076" which were within the manufacturer specifications. All measurements were found to be within the manufacturer specifications at the time of manufacturing. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.